Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of anaphylactic episode and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of difficulty breathing and anaphylactic episode. The patient reported visiting the emergency room due to the reported symptoms. The patient reported being prescribed decadron (steroid) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious but not life threatening to the patient.